Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 200cc mentor memorygel breast implant and experienced rupture post procedure. The rupture was diagnosed by a physician examination and confirmed with magnetic resonance imaging. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 1/24/2019. The explant date has been changed to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 190622 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).